Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality, and further evaluation under various loads measured lead impedance within normal range. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2022-04105. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed, and the patient had also presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead had revealed high pacing impedance and high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality, and further evaluation under various loads measured lead impedance within normal range. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2022-04105. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed, and the patient had also presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead had revealed high pacing impedance and high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.